Event description:
Nim (nerve integrity monitor) 2.0 muting probe not working and has a noisy artifact from the bipolar cautery. Whenever the cautery is applied, the nim gives off a noisy artifact. Currently unaware if any delays during procedure; surgeon aborted use of nim monitor in this case.